Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, an unspecified sureform instrument fired a stapler reload which resulted in missing staples from the staple line and arterial bleeding. The patient was reported to be in good condition after this event. This event resulted in a 5-7 minute delay and the procedure was completed robotically. The following information is unknown: what specific sureform stapler instrument and reload were involved with the reported event, the estimated blood loss volume associated with the bleeding, and what medical/surgical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon of this procedure responded and provided additional information: this event occurred while the surgeon was performing a transection of a pulmonary branch with the 8mm sureform 30 curved-tip stapler instrument and a white reload. This was the first fire with the stapler instrument. The surgeon said the pulmonary artery branch to the upper lobe was damaged during this event and caused less than 25cc of blood loss; no blood transfusions were administered. To resolve this event, the surgeon placed a single clip which controlled the distal staple line bleeding. The surgeon said this event was resolved within five minutes without any issues and minimal impact to the procedure and patient outcome. The patient did not experience any post-operative complications and did not have their care plan changed due to this event. The surgeon said the patient has completed recovered with normal intra and post-operative courses. The surgeon reported that the 8mm sureform 30 curved tip white reload distal staple line did not seal. Logs showed the curved tip sureform 30 stapler, was installed on the system 2 times and fired 1 white reload. On install 1, a white reload was detected, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.